Event description:
It was reported that there was a shocking/jolting sensation. The patient had a shooting pain down the right side of the body and under the implantable neurostimulator (ins). The patient had gone to the emergency room but nothing was found. The action required as a result of the event was other, they had planned to meet to check impedances. Impedance testing was done. It was unknown if the issue resolved and the cause of the issue was not determined. The manufacturing representative met with the patient on (B)(6) 2014 to check impedances and all had read within normal limits. The shooting pain had been a onetime event while the patient was sleeping and had not reoccurred. The patient was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that no further testing was done. The patient was doing well and there was no recurrence of the event.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va02eue, implanted: (B)(6) 2012, product type: lead; product ID 3387s-40, lot# va02eue, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).